Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that an m.blue plus system xabo (#fx893a) was unpacked for use in a patient. However, the surgeons were unable to program the valve and were therefore unable to use it. The complained product will be sent to the manufacturer for investigation. No patient complications were reported.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, no significant deformations or damages of the valve was determined. Adjustment test: the valve was tested and the m.blue is adjustable to all pressure settings. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerance. Summary of the investigation results: based on our investigation results, we can not determine functional deviations or other abnormalities in the product. How the abovementioned functional impairment occurred is not clear to us at the time of examination. No further actions are required as a result of the complaint.

Event description:
The complained product was sent to the manufacturer for investigation.